Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.0/1.0/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and this resolved the problem. It was additionally noted "the patient was concerned about rotation and asked to replace the non-dispersing lens". The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).